Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Attempted to reproduce the issue using similar configuration on iphone and was not able to reproduce the complaint. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A caller reported an issue with the adc application. The caller indicated that they received data sporadically via the application, resulting in not being notified that their partner encountered a hypoglycemic event where they experienced a loss of consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an issue with the adc application. The caller indicated that they received data sporadically via the application, resulting in not being notified that their partner encountered a hypoglycemic event where they experienced a loss of consciousness. There was no report of death or permanent injury associated with this event.